Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it was observed that the jaws were misaligned, this condition led to the malformation of seven scissored clips. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws were moving in a "scissor fashion", not meeting. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.